Event description:
Had to have a hysterectomy due to complications with essure. Final diagnosis: uterus hysterectomy: squamous metaplasis, tubular metaplasia, chronic inflammation involving uterine cervix, proliferative endometrium, adenomyosis, serosal adhesions, right and left fallopian tubes adhesion formation, bilateral. Essure coil, and gross diagnosis. Before hysterectomy, I had chronic pain during menses, breast tenderness, hair loss, dental problems never had before, severe cramps, painful intercourse.